Event description:
It was reported, that the implantable cardioverter defibrillator exhibited far r wave oversensing. Causing inappropriate mode switch. Further information was requested. However, was not provided.